Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
Additional information received reported the event was related to the test procedure.

Event description:
Additional information received reported on august 3rd 2015 the patient had healed, there was no pain and a decision was made to implant on (B)(6) 2015. The event was resolved.

Event description:
It was reported at the time of the surgical intervention they discovered an infection as the electrode level. The test electrode was removed and the patient received antibiotics and antalgic treatment. The event was assessed by the investigator as not serious and related to the electrode, not the procedure. The infection was resolving at the time of the visit, but they were waiting for the next visit of the patient to confirm the exact end date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was assessed conservatively as serious. No further patient complications have been reported as a result of this event.